Manufacturer narrative:
A2: age at time of event - over 18 years old. E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for analysis. Visual and microscope inspection revealed that the returned guidewire had the spring tip bent/kink, stretched and a portion of the spring tip was detached. The guidewire kinked at 40 cm from the proximal end.

Event description:
It was reported that the rotawire separation occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A rotawire drive was selected for use. During the procedure, the physician felt that the wire became caught on the dynaglide mode when pulling out and felt discomfort. Consequently, the dynaglide was stopped and the advancer was removed from the body. It was noted at that point that the tip of the wire was separated from 1/3 of the opaque area. The device was removed using a snare and the procedure was completed. No patient complications were reported.

Event description:
It was reported that the rotawire separation occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A rotawire drive was selected for percutaneous coronary intervention (pci). During the procedure, the physician felt discomfort that the rotawire became caught on the dynaglide mode when pulling out. Consequently, the dynaglide was stopped and the burr was removed from the body. It was noted at that point that the tip of the wire was separated from 1/3 of the opaque area. The device was removed using a snare and the procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Age at time of event (B)(6). Initial reporter facility name: (B)(6). Initial reporter city: (B)(6).